Manufacturer narrative:
The customer returned photographs, and the kit with smartcard for investigation. Review of the smartcard data confirmed the occurrence of an alarm #7: blood leak? (Centrifuge chamber). A review of the photographs shows that the centrifuge bowl is intact and contained within the bowl holder. There is a narrow band of dried blood around the chamber wall at the same height as the bottom of the centrifuge bowl. Visual inspection of the returned sample showed dried blood in the small space between the base and a feature on the bottom of the outer bowl and in the space between the base and the outer bowl where they are welded. The weld engagement was measured and found to be even and complete. The leak was not replicated during pressure testing of the bowl. The bowl was sectioned through the identified leak site and a crack was identified in that area. A material trace of the bowl assembly and its components used to build lot h115 found no related non-conformances. The device history record review did not result in any related non-conformances. This lot passed all lot release testing. The cause of the centrifuge bowl break was most likely a crack in the centrifuge bowl material; however, the root cause for the crack in the material could not be determined based on the available information. No further action is required at this time. Investigation complete. Mc 043907, s.d.a. 11/05/2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h115 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h115 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the photographs is still in progress. A supplemental report will be filed when the analysis is complete. Mc: (B)(4). S.d.a. (B)(6) 2019.

Event description:
The customer called to report that they experienced an alarm #7: blood leak? (Centrifuge chamber) and a centrifuge bowl leak/break during an ecp treatment. The customer stated that blood had leaked from the bottom of the centrifuge bowl. Approximately 1425 ml of whole blood had been processed at the time the leak occurred. The treatment was aborted, and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition, and was re-scheduled to receive their ecp treatment the next day. The customer provided photographs for evaluation.